Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. It was reported that the patient's pump had not been functional for a few years.